Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one year and eight months later, the patient presented with abdominal pain. After six years and ten months, computerized tomography spine lumbar w/o contrast showed that filter in the inferior vena cava. Prominence extends beyond the outlines of the cava. After two years and ten months, computerized tomography-abdomen/pelvis without contrast was performed which showed that there was an inferior vena cava filter in the infrarenal inferior vena cava. It was tilted to the right with the tip along the wall of the inferior vena cava. The tip of the filter was approximately 3.6 cm inferior to the lowest renal vein. There were several legs through the wall of the inferior vena cava primarily laterally on the left. There were 5 legs in the retroperitoneal fat. There was one leg anteriorly lying near a small bowel loop. There was no retroperitoneal collection or mass. Therefore, the investigation is confirmed for the alleged filter tilt and perforation of the inferior vena cava. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 01/2011).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter perforated the ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.